Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'speaker volume problem' could not be reproduced during evaluation. The reported condition was not verified. Evaluation found no issue. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a speaker volume problem. The event happened upon power up at biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.